Event description:
A pt of unk age and gender presented for an endovenous laser treatment of the great saphenous vein. During the ablation, as the physician retracted the laser fiber/sheath from the vein to the access site, the physician noticed that the tip of the fiber and the distal 18cm of the sheath were missing. The physician noted that the sheath appeared to be burnt off. Attempts retrieve tip of the fiber and sheath from the pt's vein were unsuccessful. Pt was transported to the emergency room and the device surgically removed. There was no report of permanent harm or injury to the pt due to this product problem.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the mfg records for the reported lot number indicated all device specs and quality requirements were satisfied. A review of the hardware service records for this account's detail5/us laser generator (serial# (B)(4)) noted no issues. A generator failure would not cause the reported disposable failure of a broken fiber. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm."